Manufacturer narrative:
Additional information: d9, h3, h6 (update codes), h11. H11: the device was received for evaluation. The device was turned on and showed no drug library. A review of the event history log (ehl) revealed multiple drug library errors (system error 25005). A service history review revealed no indication that the parts replaced during service caused or contributed to the reported event. The reported condition was verified. The cause of the issue was due to a failed ui printed circuit board assembly(pcba). The ui pcba board will be replaced to resolve the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump had a loss of the drug library and switched to ¿general care¿ mode (default mode) without an user alarm. The issue was noticed during medication delivery. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). E1: initial reporter phone no.: should additional relevant information become available, a supplemental report will be submitted.